Manufacturer narrative:
PMA #: p880081. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation request for this production order (po) number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that a z9002 14.5 diopter intraocular lens (iol) was explanted from the patient's eye as the physician believed that the lens was mislabeled with incorrect power. The patient measured +6 post-op. The 14.5 diopter lens was replaced another z9002 iol of a higher diopter (15.0). The patient was reported to be doing better. As a result of follow-up it was learned that the physician now believes that the implant was correctly labeled as the patient ended up a +6 again with the iol exchange of roughly the same power. Per the physician, the patient is getting another opinion. No further information was provided.